Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: lap chole. Event description: hope all is well. Just wanted to make a report in regards to a ca500 in [hospital name]. I was informed that dr. [Name] had some clips fall during a lap chole. I will meet with him on wednesday and get more details. Please let me know what information is needed so that I can ask him and complete the report. Additional information provided by an applied medical representative on 07nov2025 via email: putting clips on cystic duct and cystic artery. Surgeon had clips with crossed tips, and clips that do not fully close as he likes to clip clips close to each other, but finds it difficult to do that with our clip applier due to the black part on the bottom of the jaws. This has caused him to clip over clips unintentionally forming clips that had the issues previously stated. No clinical impact. Intervention was removing the issued clip, and putting another clip. Surgery completed successfully. Patient stable. The event date is unknown. Intervention: removing the issued clip, and putting another clip. Patient status: no clinical impact. Patient stable.

Event description:
Name of procedure: lap chole. Event description: hope all is well. Just wanted to make a report in regards to a ca500 in [hospital name]. I was informed that dr. [Name] had some clips fall during a lap chole. I will meet with him on wednesday and get more details. Please let me know what information is needed so that I can ask him and complete the report. Additional information provided by an applied medical representative on 07nov2025 via email: putting clips on cystic duct and cystic artery. Surgeon had clips with crossed tips, and clips that do not fully close as he likes to clip clips close to each other, but finds it difficult to do that with our clip applier due to the black part on the bottom of the jaws. This has caused him to clip over clips unintentionally forming clips that had the issues previously stated. No clinical impact. Intervention was removing the issued clip, and putting another clip. Surgery completed successfully. Patient stable. The event date is unknown. Intervention: removing the issued clip, and putting another clip patient status: no clinical impact. Patient stable.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.